Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was able to reproduce the reported issue, and found fault #37 (0x3 fill fail - dead volume calc timeout) in error log. To fix the issue the stm replaced the compressor per service manual and confirmed iabp could complete auto fill. The stm then continued evaluating the iabp in accordance with manufacturer recommendation. During testing, the iabp failed to pass the pim and drive manifold tests of the all manifolds test. Upon further investigation the stm confirmed that the issue was caused by the pim module. To address the latest issue the stm replaced the pim module and performed all manifolds test again, which passed. The stm then completed the all calibration, functional and safety tests per factory specifications. The iabp returned to customer and cleared for clinical use.

Event description:
It was reported that while in use in a patient the cardiosae intra-aortic balloon pump (iabp) would not autofill. There was no harm or injury to patient and no adverse event was reported.